Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked [choking sensation]. Toothbrush head came apart in mouth [device breakage]. Consumer sent e-mail stating toothbrush head came apart in her daughter's mouth. No serious injury was reported.